Manufacturer narrative:
(B)(4) the patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/11/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a pairing test with nordic bluetooth device and passed. Performed a voltage test and passed. Performed a transmitter functional testing and passed. Performed share log review and a loss of connection was found on issue date. The reported event of a loss of connection was confirmed. The probable cause could not be determined